Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and high out of range pacing impedance measurements on the right ventricular (rv) channel. Due to this, a lead safety switch was triggered. Reprograming of the device and further evaluation of the lead was discussed. This device remains in service. No further adverse patient effects were reported.